Manufacturer narrative:
Device received with cracked case at the display window corners, cracked lcd window, broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. The drive support disk was inspected and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap and battery reservoir part was chipped. The customer blood glucose level was 180 mg/dl. It was also reported that motor of insulin pump pushed back and insulin pump dropped last week and was working okay till today. It was reported that the customer advised that insulin pump will need to be replaced and also advised to discontinue use of the insulin pump and revert to backup plan per health care professional's instructions. The insulin pump will be returned for analysis.